Event description:
The customer reported that the cine drive was not functioning. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced. The system was then found to be operating as intended.